Manufacturer narrative:
(B)(4).

Event description:
It was reported a left hip revision surgery was performed due to dislocation.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).